Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the nurse accidentally shocked the patient with low voltage. The patient was not injured and did not require any treatment.